Event description:
The healthcare professional (hcp) of a clinical study reported that there was implantable neurostimulator (ins) pocket pain at insertion site. The patient complained of pain to touch, pressure, and sensitivity at ins pocket. The patient lost weight and therefore the ins was protruding at insertion site causing pain. Interventions included device surgical repositioning. The outcome was resolved without sequelae. A physical/neurological exam showed that the site was positive to pain with touch and pressure. The etiology was reported as related to the device or therapy and related to the procedure. The etiology was noted as related to the ins pocket. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.